Event description:
Customer states: prior to use on patient a nurse confirmed the trach cuff would not be deflated. Even after the stylet was removed from the patient, nothing solved. Customer confirmed that pretesting was done and no patient involvement.

Manufacturer narrative:
If the sample is received, a summary of the investigation results will be provided in a supplemental report.